Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review, the customer problem was duplicated. The cause of the customer reported problem was a lock sensor that was not working and needed to be replaced. The pump was in good condition, with no physical damage found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the lock sensor.

Event description:
It was reported that the device did not want to receive the cassette, showed "cassette not connected". There was unknown patient involvement.